Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her leads moved. The patient saw a healthcare professional (hcp) who looked at and found that one lead had pulled through the bumpy anchor about 5mm. The patient stated that the hcp determined that as long as it was programmable they would just keep going, but if it continued to move and was un-programmable then they would have to do something about it. The patient mentioned that she was in a car accident in (B)(6) and hoped it didn¿t mess up her stimulator. It was unclear if the car accident occurred before or after the lead moved. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.